Manufacturer narrative:
The associated product has not been returned for an investigation.

Event description:
During a laparoscopic surgical procedure,the jaws of the ml-10 muti-fire clip applier jammed on the cystic duct and would not release. Part of the duct required excising to remove the device. The procedure and anesthesia time were extended by 15 min. There was no harm to the patient.

Manufacturer narrative:
The device was returned, decontaminated and visually inspected. There were no signs of physical damages or wear and tear to the device. The device was tested for functionality. A new clip cartridge was inserted into the device. The clip applier dispensed a full clip cartridge smoothly without any issues. There were no signs of grinding or hesitation. The clip applier handle was opened, no defects or damaged components were noticed inside the handpiece. The device functioned as designed. No failure was detected. This complaint is unconfirmed and a root cause could not be determined.